Event description:
It was reported by the edwards territory manager that during the transapical delivery of a 26mm sapien valve, the valve was positioned 50:50 in the native annulus. The deployment sequence was initiated and upon injection of contrast in the aortic root, final positioning adjustments were made and balloon inflation was begun. Reportedly at that point, the cine recording "timed out" and the imaging was lost. It took about five seconds to re-establish a live image, and valve deployment was continued. The post-deployment angio and echo showed the valve to be almost 100 percent aortic, but with no paravalvular leak, or obstruction of the coronary arteries. Reportedly because the position of the sapien valve was deemed tenuous, the decision was made to implant a second valve. The second valve was implanted more ventricular to the original valve and effectively secured the first valve in its position. The patient was transferred to recovery in stable condition. Additional information noted there was moderate native valve/leaflet calcification, no aortic root calcification, and mild mitral annular calcification (mac). The patient had no septal hypertrophy. The coaxial alignment of delivery system and valve was reported to be good and the image intensifier angle was described as fair. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed however, as reported, the imagining (cine) timed out during the deployment sequence and the valve have shifted aortic. In addition patient (native annular calcification) and procedural factors (fair image intensifier angle) could have caused or contributed to the events of too aortic deployment of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.